Event description:
It was reported that the insulin pump alarmed no delivery multiple times during bolus. The blood glucose reading was 8.3 mmol/l. The customer stated that he replaced his infusion set twice and the reservoir, once. He noted that he was able to prime each time. Upon troubleshooting, it was found that the device passed the displacement test, but a no delivery alarmed during priming. Advised customer to try a new reservoir, and the customer was then able to push insulin through manually. Customer rewound pump, primed, reconnected and was able to bolus. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.